Event description:
It was reported to philips that the display is dim. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance (pm). There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the display is dim, even at brightness level 5. The device possibly has the original hydis lcd. The rse provided the part number for the ui assembly. The display was found to be okay, and no parts needed to be replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was unconfirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.